Manufacturer narrative:
On (B)(6) 2016 a medtronic representative performed a navigation system check-out, software and hardware areas passed. Instruments test failed. Failure: axiem probe and frame; geometry error <.5 millimeters. After consulting with site staff, it was determined that when changing from a longer instrument to a shorter instrument, the physician never re-registered the instrument. Also, determined that neither straight suction would register on either ent tray. Issue resolved. System performed as intended. On (B)(6) 2016 software investigation completed. Findings are that the symptom were caused by the surgeon changing instruments and did not re-verify the new instrument in the software. Software is functioning as designed. No parts were replaced. No parts have been received by manufacturer for analysis. No further issues have been reported.

Event description:
A site representative reported that, while in an ear, nose & throat (ent) procedure, the surgeon alleged an inaccuracy occurred. The site representative reported that the navigation system software was showing the surgeons were in the patient's brain when they were actually in the patient's sinus. No further details regarding this issue, or specifically when it occurred, were provided. The surgeon opted to continue and completed the procedure with the use of the navigation system. Delay in therapy was less than one hour. There was no impact on patient outcome.